Event description:
It was reported that a (B)(6) single day infusor leaked inside the housing. This occurred during patient infusion of an unknown amount of a non-baxter drug. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample was received for evaluation. Visual inspection identified that there was fluid inside the housing. A functional leak test was performed, which identified a leak from the welded area of the volume indicator port inside the housing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.